Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller was notified today that 'about a month ago' the clinician attempted to turn the patient's stim up on the tablet and was unable to go past 4.1. The caller did not know what message came up but the caller states the patient was able to turn stim up past that point with their programmer. An email was sent to repair. No symptoms were reported. No further complications were reported/anticipated. Additional information was received stating they turned had stim to 0.0 ma on left side but system was still showing as being in oor. The caller turned the right side to 0.0 ma and system remained in oor. The ins was at 75% and doing well with therapy. The caller attempted to run therapy impedance (after increasing stim back to 5.2 ma on both sides) but results were blank and didn't show any values. Tech services had caller run electrode impedance which gave results below (in ohms): left: c-3 1796, c-2 1908, c-1 1146, c-0 1195, 0-1 1674, 0-2 3008, 0-3 2933, 1-3 2834, 1-2 2683, 2-3 3935 right: c-8 1026, c-9 1076, c-10 1617, c-11 1681, 8-9 1537, 8-10 2437, 8-11 2582, 9-10 2215 9-11 2489, 10-11 2985. The therapy settings were, left: 0- 1+ 5.2 ma, 60 pw 180 rate right: 8- 9+ 5.2 ma, 60 pw 180 rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported several programmers were used to try and increase stimulation. The cause of the device not going above 4.1 was due to the output being too high in the current mode. To resolve the issue the rep changed stimulation to voltage mode and matched the current output. No patient symptoms or further complications were anticipated.